Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing issue was observed on the lead. It was suspected that the rv oversensing episodes were possibly due to myopotential oversensing. All other lead parameters on the lead were stable and there were no inappropriate therapies or adverse events to the patients. Programming changes and isometric testing were recommended. Patient missed a scheduled appointment meeting and no further information is available.